Manufacturer narrative:
Result: power cord was removed from the bed.

Event description:
It was reported by service report that the unit had no power and was stuck in highest height position. No pt involvement or adverse consequences were reported.